Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient developed an infection which could be resolved. The patient was hospitalized on (B)(6), 2011, and was treated with intravenous antibiotics. The device was explanted (B)(6), 2011. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).